Event description:
The lower limit flag (low_range) for auto-dilution protocol 3 (amniotic fluid) was set too low for the abbott architect afp assay. The low_range value is set to 15 ng/ml when the 1:150 dilution associated with dilution protocol 3 is used. The architect afp assay sensitivity listed in the product enclosure is 0.4 ng/ml. A product deficiency was determined through an internal investigation. A medical opinion for this product deficiency indicated the deficiency is not likely to cause or contribute to death or serious injury.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.